Manufacturer narrative:
The service center confirmed missing segments. Isolated to the saturation of peripheral oxygen (spo2) liquid crystal display (lcd) printed circuit board (pcb). (B)(4).

Event description:
Covidien received information that this npb40 handhelp pulse oximeter is missing segments in the heart rate reading display.